Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the sparereamertube f/309.065 fractured into two pieces and was clogged with bone during a procedure. The device could not be removed, but the surgery was completed successfully without any impact or consequence to the patient, and there were no alterations in surgical times.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: photo investigation. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that ' 309.068, sparereamertube f/309.065 has broken into two pieces. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The photo investigation also revealed that cement debris found on it. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sparereamertube f/309.065 would contribute to the complained device issue. Based on the investigation findings, the ¿sparereamertube f/309.065¿ has broken into two pieces because of unintended force, and foreign substance/debris was found due to improper maintainence it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the lot 9230p70 belongs to a sub-component / item number: 36598 of the product 309.068. Part: 309.068 (semi finish good 36598). Lot: 9230p70. Manufacturing location: bettlach. Manufacturing date: 03. April 2024. A manufacturing record evaluation was performed for the semi-finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.